Event description:
It was reported that the palacos cement would not adhere to the tibial baseplate. A different size tibial baseplate was implanted. This extended surgery time approximately one hour.

Manufacturer narrative:
The device is currently undergoing analysis.